Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom tester to make sure the sidecom communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number that needs to be replaced to resolve the issue. The account will repair the bed themselves and noted will call back in if the account decides they want a tech to come and repair the bed. Based on this information, no further action is required.

Event description:
It was reportedthat centrella med-surg (product code p7900b200010, serial number (B)(6)), had bed not sending a nurse call to the nurse¿s station when the bed exit alarms at the bed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.